Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered bolus of 0.025 u even if blood glucose value was under 60 mg/dl til it reached to 50 mg/dl. Customer stated the insulin pump remained in use without further issue. The customer was using the auto mode feature at the time of the low blood glucose incident. Reservoir will not be returned for analysis.